Event description:
A paraplegic purchased a manual wheelchair four years ago at a price of $2,600.00 and the same part has broken on two occasions. The first time it broke, he was at home. He fell to the ground and cut open his chin. The second time it broke, he had crossed the street and while eating in a restuarant noticed that the back post was weak. By the time that he got to his car, it had broken off. He is now using an eleven year old chair while awaiting a replacement part from the company. He purchased the chair from a sales representative who has now moved. He contacted the firm and was told that they are aware of the design flaw and is studying it. The complainant is concerned that he could have further injured himself each time that the back post support broke and in one instance, if his relatives had not been close by, he would not have been able to get up after falling out of the chair.